Manufacturer narrative:
Follow up with the customer on (B)(6) 2016 indicated that the customer was able bring blood glucose level back down using manual injections. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges. In addition, when attempting to load a cartridge, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer's blood glucose (bg)level was in the mid 300's (mg/dl). Customer indicated a correction bolus would be delivered to address bg level.

Manufacturer narrative:
Malfunction and alarm 19 issue.